Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery/charger problem) was confirmed. As received, the charger/modem would not charge a battery. Upon investigation, there was liquid contamination on the battery board and q1 on the bedside board was internally shorted. Additionally, the power supply connector was missing. The root cause of the problem was the liquid contamination and missing power supply connector. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported charger/modem sn (B)(4) had a "battery/charger" problem.